Event description:
The customer reported needing information on resetting a pump and mentioned a battery depletion issue following a cgm error alert, leading to the device shutting down overnight as they did not respond to low battery alerts. There was no reported impact on the customer's blood glucose level. No further information provided.